Event description:
It was reported that during a da vinci-assisted pediatric pyeloplasty surgical procedure, user informed the technical support engineer (tse) that the maryland bipolar forceps instrument moved towards the patient unintuitively, stopping close to the patient's bowel when they attempted to attach the bipolar cable to the instrument while it was installed on the universal surgical manipulator (usm). The tse recommended that the user install the energy cable to the instrument before installing the instrument into the usm. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that they disabled the associated universal surgical manipulator (usm) and continued and completed the procedure using 3 usms without further issues. The system performed as expected in subsequent procedures.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse verified the operation of all four usm arms. The system was tested and verified as ready for use.

Manufacturer narrative:
The probable root cause is due to customer setup. The recommendation is to install energy cables before the instrument is attached to the manipulator.

Event description:
Refer to h11 for follow-up information.